Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported received an elevated blood glucose reading of hi (>600 mg/dl) and took correction via pump. Customer reported checking her blood glucose level again with a reading of hi (>600 mg/dl) and took correction via pump without success. Customer was taken to hospital via ambulance, placed in the ICU, and treated with insulin injections. Customer alleges pump delivers inaccurately. Requested return of the alleged device for evaluation.